Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s previous pump exchange was reported in MFR report #2916596-2016-01998. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with supratherapeutic international normalized ratio (inr) and a gastrointestinal (gi) bleed one week after having covid. Coumadin (warfarin) was stopped and the patient was started on a low dose of heparin for history of previous pump exchange. An esophagogastroduodenoscopy (egd) was performed and showed gastritis. The patient was restarted on coumadin and will be discharged when therapeutic. The pump functioned as intended. There were no alarms for this event. The patient was discharged home and hemoglobin was stable.